Event description:
It was reported that pt underwent total hip replacement in 2007, in which she rec'd a durom cup acetabular component. Pt is experiencing pain, and a revision has been recommended by her surgeon.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s.